Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed skin breakdown. It was reported as an irritation on his back under the device. The patient was instructed to not wear the device by hospital staff. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.